Event description:
Caller reported the customer's freestyle libre sensor applicator remained on the customer's arm during sensor application and the customer experienced a loss of consciousness. No further information was provided. No third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed properly seated. Inspected the sensor plug and no failure modes were observed. Unable to perform further investigation due to sensor pack and applicator not being returned. If the remaining product (sensor pack & sensor applicator) is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer's freestyle libre sensor applicator remained on the customer's arm during sensor application and the customer experienced a loss of consciousness. No further information was provided. No third-party treatment was reported. There was no report of death or permanent injury associated with this event.